Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 322. The device was operating out of specification. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no patient injury.